Manufacturer narrative:
No user injury reported. Information reported that an attendant had improperly placed their hand in the recline mechanism while assisting a patient in reclining their chair. Current user guide covers proper operation. No malfunction alleged. Device remains in use.

Event description:
The staff operates the release for the leg rest to move the chair to the "tv" position. After releasing the leg rest to move to the first position, the staff member attempted to grab the leg rest to show it's movement to the first position. The leg rest moved and the staff member grabbing the leg rest missed the upholstered boards and pushed their hand into the recline mechanism, allegedly resulting in a broken middle finger.